Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, fold creases, wear abrasion, yellow particles. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. Also, a microscopic analysis identified: a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth crease opening assessed as fold flaw opening and particles on fill channel assessed as particle leakage. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.